Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used to capture a 2cm gallstone. However, the stone was too large to pass through the patient's ampulla in one piece. An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone; however, the handle cannula broke, entrapping the stone inside the basket. The handle was cut from the device using wire cutters, and the duodenoscope was exchanged. A soehendra lithotriptor device was not available, so the patient underwent a laparoscopic choledochotomy with bile duct investigation procedure to remove the impacted stone and the trapezoid basket. The patient was discharged three days after the procedure.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the basket wire assembly was completely removed from the device, including the handle cannula. The assembly was kinked in several locations. The handle cannula was found pulled out of the finger ring portion of the handle assembly. The set screws were present in the handle assembly. Both dimples from the screws were visible at proximal section of the handle cannula. Drag marks were present from the dimples towards the proximal end, indicating the cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured and found to be within specification. The basket tip joint strength was measured and found to be within specification. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation can lead to the handle cannula pulling out from the finger ring. Drag marks observed in the handle cannula indicates that a lot of force was applied to the handle to crush the stone or retract the basket, resulting in handle cannula detachment. Also, it is likely that the basket wire assembly was kinked when it was removed from the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used to capture a 2cm gallstone. However, the stone was too large to pass through the patient's ampulla in one piece. An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone; however, the handle cannula broke, entrapping the stone inside the basket. The handle was cut from the device using wire cutters, and the duodenoscope was exchanged. A soehendra lithotriptor device was not available, so the patient underwent a laparoscopic choledochotomy with bile duct investigation procedure to remove the impacted stone and the trapezoid basket. The patient was discharged three days after the procedure.